Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed as planned as the issue was intermittent. The philips field service engineer (fse) inspected the system on site and confirmed that the flexvision monitor intermittently goes black. A review of the system logfiles confirmed the reported malfunction. Upon troubleshooting actions, the fse identified that the dvi matrix switch was defective. The cause of the dvi matrix switch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the dvi matrix switch and dvi matrix power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's flexvision monitor was intermittently unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.